Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A procedure was completed to fully seat the setscrew. All subsequent electrical parameters were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to a syncopal episode. The right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing, noise and low p-waves. The right ventricular (rv) lead was exhibiting short ventricular intervals. It was determined that the issue was that the implantable pulse generator's (ipg) setscrew was not fully inserted. The device and leads remain in use. No further patient complications have been reported as a result of this event.